Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, the fcs opened the esheath and noticed residue on the hub by the edwards logo. They did not flush or prep the sheath, instead asked for a new sheath and had the first sheath removed from the table. The sheath did not enter the patient. The fcs requested a biokit for sheath only. They are interested in knowing what caused this distortion to the sheath. Please send me the follow up letter once the sheath has been reviewed. The case went well, and patient left room in stable condition. Upon follow up, the fcs advised that the residue was creamy colored on the hub by the edwards logo. The device will be returned for evaluation. An additional follow up with fcs revealed that the residue appeared to be on the inside of the device.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The complaint for particulate noticed was confirmed based on evaluation of the returned device. Reviews of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training manuals revealed no deficiencies. As reported, 'the fcs opened the esheath and noticed residue on the hub by the edwards logo. They did not flush or prep the sheath, instead asked for a new sheath and had the first sheath removed from the table. The sheath did not enter the patient.' Additionally, upon follow up, the fcs advised that the residue was 'creamy colored' and 'appeared to be on the inside of the device.' Evaluation of the returned device showed a white substance inside the sheath hub between the sheath housing and locking sleeve near the cross-slit hemostatic valve. Ftir analysis conducted on the sample revealed signal matches for material composition associated with esheath+ bom components. A 78.12% match was identified for bisphenol polycarbonate, consistent with sheath housing material composition. The remaining 22.33% match correlated with loctite adhesive, which is used to bond the sheath housing to locking sleeve component during manufacturing. Given the proximity of the observed anomaly to the locking sleeve-housing junction (figure 2) that incorporates loctite adhesive as the bonding agent, the source of the white residue may potentially be traceable to the adhesive itself. As outlined in doc, the locking sleeve component is bonded to the sheath housing by applying a bead of clear loctite adhesive into the housing sleeve slots followed by uv curing process. Application of excess adhesive could prevent proper curing during uv treatment (which is both time and concentration dependent), resulting in unreacted material. The incomplete curing could also cause excess adhesive to go unnoticed during the downstream 200% inspection by causing it to retain its clear color post-production, followed by transforming into detectable white appearance at some later point due to environmental factors (e.g. Exposure of unreacted loctite formulation to ambient atmosphere). Since ftir analysis revealed that loctite adhesive was only the minor component in the sample (22.33% match), the chemical identify of observed material was unable to be definitively educated. Given that the major component (78.12%) matched that of sheath housing material and was found adhering to the inner walls of the housing component, it is possible that the extracted material became contaminated during the sample isolation process. As the sample was isolated by physically scraping the dry white residue from the hub inner walls with a pointy tweezer tool, it could cause some of the polycarbonate to mix in with loctite adhesive, leading to lower net % match for the adhesive. However, the exact cause of high polycarbonate concentration per ftir analysis is unknown. Therefore, a definitive root cause is unable to be determined at this time. An awareness communication was performed as a cautionary response. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.